Event description:
Needle did not deploy [device failure]; no adverse event [no adverse event]. Case narrative: this spontaneous report concerns of device failure and no adverse event in a patient (age, gender and race not reported) from the united states. The patient's age at the time of experience was not reported. On 08-may-2024, amneal pharmaceuticals received information from patient via an email concerning above-mentioned event experienced while on amneal's twinject (epinephrine auto-injector). The patient was being treated with epinephrine auto-injector 0.3 mg (ndc: 0115-1694-49, lot no: g230101x, expiry date: jul-2024) (dose, and therapy date not reported) for anaphylactic reaction. Concurrent conditions included anaphylactic reaction. Concomitant medications, medical history, allergy, history of procedures, smoking, alcohol consumption, recreational drug use and laboratory tests were not reported. On (B)(6) 2023, physician (from (B)(6)) received sealed medication box and on unknown date, when the physician tried to inject the medication, the needle did not deploy (but they heard click sound) hence the physician used second epinephrine injection for the consumer. Last action taken with epinephrine in relation to device failure and no adverse event were not applicable. De-challenge and re-challenge were not applicable. The outcome of events of device failure and no adverse event were unknown. The reporter assessed the causality of events of device failure and no adverse event as not reported. This case was considered as serious. The reportability of this case was expedited. This significant follow up (#1) information received on 28-may-2024. New information received includes qa investigation report, attached with this case. On 08 may 2024, amneal product complaints received a product complaint notification for epinephrine auto-injector 0.3 mg, lot g220101x, ¿needle did not deploy¿. The investigation complaint sub-type based on the complaint information was determined to be for ¿defective injector; failure to fire¿. The cmo pfizer investigation was not warranted as the complaint was related to the assembly of the device at phillips. An investigation was performed by phillips on the subject lot. After review of the manufacturing controls in place, pmm does not see a correlation between technical complaint (B)(4) and the manufacturing process at pmm. All in-process testing met acceptable criteria, there were no deviations or discrepancies found during assembly of this lot that could have led to the defect reported by the customer. There have been no other complaints reported for lot g230101x for the past 24 months. There have been 19 other, similar complaints reported in the complaint category ¿failure to fire¿ in the past 24 months. None of the 19 similar complaints were attributed to the manufacturing process. Retain review conformed, samples tested fire properly and delivered a dose. Based on the retain review the reported complaint of was not confirmed. A review of the pfmea was completed to confirm if the failure mode is captured within the current assembly process. The complaint sample was not returned for evaluation. The reporter did provide six (6) photos of the complaint sample lot g230101x. Based on the photos provided by the reporter, the complaint sample lot g230101x was in a fired state and the device appeared to be defect free. Evidence of the device firing is the needle protruding from the nose cap and advancement of the carpuject forward inside the device. As such the reported complaint of ¿needle did not deploy¿ was not confirmed in the photos provided as the needle was visibly protruding from the nose cap. IFU instruction review: as per the pil, ¿put the red tip against the middle of the outer thigh at a 90 degree angle. Press down hard and hold firmly against thigh for approximately ten (10) seconds to deliver the medicine. Only inject into the middle of the outer thigh. Check the red tip. The injection is complete and you have received the correct dose of the medicine if you see the needle sticking out of the red tip. If you do not see the needle repeat steps. As the complaint sample photos confirmed that the needle did deploy, a potential root cause could be attributed to user error as the instructions for use were not followed correctly. As per the IFU, the injection is complete and you have received the correct dose of the medicine if you see the needle sticking out of the red tip. If you do not see the needle repeat steps. The investigation associated with epinephrine injection usp auto-injector 0.3 mg; lot g230101x for the complaint category - defective injector; failure to fire, for the reported complaint ¿needle did not deploy¿ confirmed that the auto-injectors were manufactured in accordance with approved batch records. The evaluation of the retain samples conformed and met specification. The complaint sample was not returned, however photos provided by the reporter for reported complaint of ¿needle did not deploy¿ was not confirmed in the photos provided as the needle was visibly protruding from the nose cap indicating the device fired and delivered a dose. There were no issues related to the manufacturing process that were determined to be attributed to the reported complaint. The investigation concluded that the lot released to market was manufactured in accordance with approved batch records and specifications. Last action taken with epinephrine in relation to device failure and no adverse event were not applicable. De-challenge and re-challenge were not applicable. The outcome of events of device failure and no adverse event were unknown. The reporter assessed the causality of events of device failure and no adverse event as not reported. This case was considered as serious. The reportability of this case was expedited. This case has device complaint associated. The investigation report was assessed not to have the possibility of causing any future harm to other users of the product.

Event description:
Needle did not deploy [device failure]. No adverse event [no adverse event]. Case narrative: this spontaneous report concerns of device failure and no adverse event in a patient (age, gender and race not reported) from the united states. The patient's age at the time of experience was not reported. On 08-may-2024, amneal pharmaceuticals received information from patient via an email concerning above-mentioned event experienced while on amneal's twinject (epinephrine auto-injector). The patient was being treated with epinephrine auto-injector 0.3 mg (ndc: 0115-1694-49, lot no: g230101x, expiry date: jul-2024) (dose, and therapy date not reported) for anaphylactic reaction. Concurrent conditions included anaphylactic reaction. Concomitant medications, medical history, allergy, history of procedures, smoking, alcohol consumption, recreational drug use and laboratory tests were not reported. On 01-jun-2023, physician (from saint lucia) received sealed medication box and on unknown date, when the physician tried to inject the medication, the needle did not deploy (but they heard click sound) hence the physician used second epinephrine injection for the consumer. Last action taken with epinephrine in relation to device failure and no adverse event were not applicable. De-challenge and re-challenge were not applicable. The outcome of events of device failure and no adverse event were unknown. The reporter assessed the causality of events of device failure and no adverse event as not reported. This case was considered as serious. The reportability of this case was expedited.